Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, lot# b005691n30, implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained an unknown brand of morphine [50 mg/ml] at a dose of ¿6.678¿, marcaine [40 mcg/ml] at a dose of ¿5.343¿, and clonidine [100 mcg/ml] at a dose of ¿13.36mcg¿. It was reported the patient had significant pain despite 4 dose increases post-pump replacement in (B)(6) 2017. They attempted a dye study the day of report, but they were unable to aspirate the catheter. It was unknown what factors led or contributed to the issue. Surgical intervention was planned, but not scheduled. The issue was not resolved at the time of the report. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.